Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from significant pain, elevated metal ions, and a popping and grinding of hip. Patient is a resident of (B)(6). Update - 12/06/2012 - the complaint has been reopened because information has been received from sales rep indicating that the patient's revision date was actually (B)(6) 2012. According to him, the patient was originally scheduled for revision on (B)(6) 2012, but the case was canceled and rescheduled for (B)(6) 2012. There is no new information that would impact the investigation. Update: 02/10/2017 please transfer (B)(4). Update (2/14/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges right hip and groin pain, limping, clicking, elevated metal ions, and metallosis. Experienced post-operative heart attack and cardiogenic shock 3 days after revision surgery, with acute abdomen, acute respiratory failure, low blood pressure and renal failure, and expired 5 days post-revision surgery. Revising surgeon indicated in the operative note that patient was revised for pain and elevated serum cobalt and chromium levels. Identified metallosis "charcoal-stained synovium" and a benign-appearing joint effusion, but "no major evidence of milky fluid". No trunnionosis. Stated acetabular cup position was good and that it was well-fixed, but appeared that the metal liner was "early cold-welded" and could not be removed in the usual fashion, so required explanting of the cup. Surgeon indicated the procedure went well, and was transported to recovery without complications. Elevated metal ions reported were significantly elevated > 7.0 ppb and will be added to compliant with stem. Cup added, and implant function:other added to both cup and liner for the "cold welding" issue. The complaint was updated on: 3/8/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; null. Device history batch; null. Device history review; null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.